Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of the needle deploying early. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient stated while activating the pod, the needle deployed early, before applying it to the skin. Additionally it was reported that the patient¿s blood glucose levels 'average in the 300's (mg/dl) since being diagnosed with pancreatitis.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated after the second prime. The needle mechanism assembly showed no damage or deficiencies that would contribute to early deployment. Though no issues were observed, it could not be determined when the needle mechanism was deployed. Therefore, the cause of the reported needle mechanism failure could not be determined.